Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, an epic stented tissue valve was successfully implanted. The patient was prescribed acetylsalicylic acid (asa) post-procedure and was discharged from the hospital with no complications. During a follow-up on (B)(6) 2020, transesophageal echocardiogram (tee) was performed and revealed that paravalvular leak (pvl) had been occurring. An additional surgery to treat the pvl was scheduled for (B)(6) 2021. On (B)(6) 2021, the patient presented for the follow-up surgery and confirmation that the pvl had not improved. A 12/5 mm amplatzer vascular plug iii was selected to be implanted in the patient. At the start of the procedure tee was performed and a thrombus was fortuitously discovered on one of the epic stented tissue valve leaflets. The device, not the thrombus, was thought to be the cause of the paravalvular leak. The 12/5 mm amplatzer vascular plug iii was successfully implanted to resolve the paravalvular leak and anticoagulants were prescribed to treat the thrombus. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of thrombus on the device and paravalular leak was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.